Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed backup vvi resulting in power on reset on the implantable cardioverter defibrillator (ICD). Device restoration was performed successfully.